Event description:
It was reported that the patient experienced vertigo and was subsequently treated with steroids in (B)(6) 2018 (exact date not reported). However, the issue reoccurred and the patient experienced a performance decrement. Reprogramming attempts were made but the issue could not be resolved. The implanted device remains and the patient is being clinically managed by their health care provider.